Manufacturer narrative:
The reported meter was returned and investigated with retained strips. Visual inspection has been performed on the returned meter and no issues were observed. All results were within range specification and no errors were observed during control solution testing. The complaint was not confirmed and no new issues were observed. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Freestyle strips was not returned. The freestyle lite meter was returned and investigated. Therefore, no further investigation activities are required. Dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips meter passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. Therefore, issue is not confirmed.

Event description:
Customer reported that on (B)(6)-2019 at 3:39 a.m., she tested on her adc meter and obtained an unspecified glucose result that she perceived to be low. Customer did not experience symptoms but self-presented to a doctor to have her glucose checked. At 9:30 a.m. A glucose result of 355 mg/dl was obtained on the hcp meter and customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019 at 3:39 a.m., she tested on her adc meter and obtained an unspecified glucose result that she perceived to be low. Customer did not experience symptoms but self-presented to a doctor to have her glucose checked. At 9:30 a.m. A glucose result of 355 mg/dl was obtained on the hcp meter and customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.